Event description:
The customer reported the volume is low and there is a speaker malfunction alert. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the volume is low and there is a speaker malfunction alert. The device was not in use on a patient at the time of event, there was no patient involvement.